Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line was leaking between the white twist sleeve and the blue mainbody on the line when the twist clamp is open. This event occurred during peritoneal dialysis therapy. The patient did not develop an infection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The two suspected lots are h15g16020 and h15h10070. The device was not returned; however, a companion sample was received for each of two possible lot numbers. The evaluation is complete. A batch review was conducted for each lot and there were no deviations found related to this reported condition during the manufacture of either lot. Visual inspection was performed with naked eye and magnification and no issues related to the reported condition were noted. Functional testing performed included leak testing, clear passage test, and clamp function test. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.